Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted after reaching the elective replacement indicator (eri) due to an extended charge time. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Event description:
The ICD was returned and analyzed.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit of 23.0 seconds. It was also noted that the device reached end of life (eol) approximately one month later. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.

Manufacturer narrative:
The ICD was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the device is returned and analysis completed, this report will be updated.